Manufacturer narrative:
It was reported that on 09/20/19 a male patient underwent an ablation procedure for ischemic ventricular tachycardia (isvt) with 2 thermocool® smart touch® sf bi-directional navigation catheters and suffered cardiac arrest. Additionally, it was reported that a force sensor error 106 code displayed. The device was visually inspected and it was found in good conditions. The catheter was evaluated for erasable programmable read only memory (eeprom), and the functionality of the sensor catheter was tested on carto system. Eeprom data demonstrates the catheter was properly calibrated during manufacturing. The catheter was recognized by carto 3 system. However error 106 was displayed. Electrical testing was performed on the catheter and it was found within specifications. No electrical malfunction was observed. Additionally, the catheter was tested on the generator and the temperature and impedance values were observed within specifications. Irrigation and deflection tests were performed and were found to be within specifications. The catheter was irrigating and deflecting correctly. The catheter was then dissected and it was determined that the root cause of error 106 was an internal failure of the sensor. A manufacturing record evaluation was performed and no internal actions were identified. The customer complaint regarding the force issue was confirmed. The root cause of the adverse event remains unknown. The root cause of the loss of electrical continuity at the sensor could be related at the design. However, it will further be investigated under an internal investigation. The instructions for use state that careful catheter manipulation must be performed to avoid cardiac damage, perforation, or tamponade. Reports 2029046-2019-03756 and 2029046-2019-03757 are related to this same incident. Manufacture reference no: pc-000556018

Manufacturer narrative:
On 10/11/2019, the biosense webster inc. Product analysis lab received the device for evaluation. Upon initial inspection, no damage or anomalies observed. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Biosense webster manufacturer's reference number (B)(4) has two complaints that are related to the same incident. Reports 2029046-2019-03756 and 2029046-2019-03757 are related to this same incident. Manufacture reference no: (B)(4).

Event description:
It was reported that on (B)(6) 2019 a male patient underwent an ablation procedure for ischemic ventricular tachycardia (isvt) with 2 thermocool® smart touch® sf bi-directional navigation catheters and suffered cardiac arrest. Additionally, it was reported that a force sensor error 106 code displayed. The cable was replaced with no resolution. Catheter replacement resolved the issue. The observed force sensor error 106 code has been assessed as not MDR reportable. The potential that it could cause or contribute to a death, serious injury, or other significant adverse event, is remote. Cardiac arrest was discovered through the heart line, after defibrillation and confirmed by heart line and no palpable pulse. The medical intervention provided was cardiopulmonary resuscitation (CPR), defibrillation, and unspecified medication. The patient was then moved to the intensive care unit and was reported to have fully recovered. Extended hospitalization of 3 days was required. The physician¿s opinion is that the event was related to patient¿s condition.